Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) ECG is not coming on display. No part harm was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board after determining that it was defective. The fse performed all tests, and the unit was working fine. The iabp was returned to the customer and cleared for clinical use.